Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The broken piece was not returned and measures approximately 1.73mm x 2.55mm in size. Additionally, due to the broken tube adapter, a detached fragment was observed that was not returned with instrument. Also, the instrument was found to have tube adapter abrasions. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted nephrectomy surgical procedure, the customer reported the monopolar curved scissors distal tip was broken off not allowing the scissor tip to screw on. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the instrument was inspected prior to being used that is how they realized the distal tip was broken. The instrument never made it into the patient.

Manufacturer narrative:
The probable root cause of a broken tube adapter is attributed to either tip accessory installation issues or damage during use. Furthermore, the probable root cause of the scratches or abrasions to the tube adapter is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.